Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). The device longevity reflects 9 months after 3 weeks from the implant date. A request was made to have data from this device analyzed. Data analysis confirmed several intermittent right ventricular (rv) lead impedance and channel noise results. Also, the power consumption is elevated. Further, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations of premature battery depletion and gas gauge or longevity not as expected.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). The device longevity reflects 9 months after 3 weeks from the implant date. A request was made to have data from this device analyzed. Data analysis confirmed several intermittent right ventricular (rv) lead impedance and channel noise results. Also, the power consumption is elevated. Further, this device was explanted and replaced. No additional adverse patient effects were reported.